Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and physiological liquid.

Event description:
Healthcare professional reported "ultrasound documented rupture" and "textured implants" associated with a left side device. Later reported "a little physiological liquid" and "pain, swelling, palpable abnormality." Device was explanted.